Event description:
As per communication with the customer, the cpu power supply stopped working during normal operation, it will not switch back on. The distributor provided the complainant a replacement cpu. This resulted in a temporary inability to centrally monitor patients, however, bedside monitoring was not affected. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is completed.